Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 485 mg/dl at the time of event. Customer treated high blood glucose level with insulin pump. Customer was assisted with troubleshooting for high blood glucose. Customer reported other and thirsty symptoms related to high blood glucose level. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not activated at the time of incident. The insulin pump will not be returned for analysis.